Manufacturer narrative:
The following information was received 10/19/2023. The reported surgery was a routine removal surgery and was completed with no delays. Corrected data: health effect code (annex e): updated to 4582. Health impact code (annex f): updated to 2199.

Manufacturer narrative:
Manufacturing and inspection records were reviewed for t8 stick fit hexalobe driver (part number 80-0759, batch number 346794), and no anomalies were found. The results of the investigation are inconclusive as the device was not received for evaluation. Based on the information received, the root cause could not be determined.

Event description:
It was reported the "driver was damaged during a hardware removal case" (t8 stick fit hexalobe driver (part number 80-0759, batch number 346794). There were no adverse patient consequences reported. Attempts were made to obtain further information to no avail. No further information is available. This report is related to report number 3025141-2023-00501 for the screw involved in this event.

Manufacturer narrative:
Manufacturing and inspection records were reviewed for t8 stick fit hexalobe driver (part number 80-0759, batch number 346794), and no anomalies were found. The returned driver was visually examined under magnification. There was significant twisting found along the hexalobe grooves on the driver tip and has a sizable oblique fracture. A visible twisting of each ridge along the driver tip was seen, this usually occurs just prior to a driver tip breaking. Hexalobe tip twisting and breaking occurs when excessive force is applied off axis to the driver during use, usually to overcome increased resistance. The returned product description indicated the driver was damaged during removal. However, based on the information received and due to unknown surgical conditions, the root cause could not be determined. Corrected data: type of investigation code (annex b): updated to 10 and 3331, investigation findings code (annex c): updated to 3243.